Manufacturer narrative:
Continuation of d10: product ID: 97745nt, lot/serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The caller stated that they were trying to charge their implant today when they saw software problem 1- intellis, 2- 3.6, 3- 243, 4- qf_port. The caller added that lately it took a very long time to charge the implant, and the implant didn't even go up to 100%. The caller stated it was always at 60-70% after a couple of hours of trying. The caller later clarified that it used to take them 30 minutes to recharge, but now it took 1-1.5 hours. The agent walked the caller through resetting the controller battery. The caller confirmed the error message cleared. The caller then connected the recharger and confirmed recharging excellent. The caller confirmed they maintain excellent recharging. The agent had the caller confirm recharging speed was set to 4. The agent reviewed with the caller that everything appeared to be working as intended and instructed them to monitor the issue and call back if it persisted. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported.

Event description:
Additional information was received from the patient (pt). They reported that the cause of the long recharge was unknown. Pt also noted the device does not hold a charge as long anymore. It used to last 3 days, but now only lasted one. Pt reported they called into patient services (pss) to help resolve the issue, but it has not been resolved. Pt was currently planning to set up an appointment soon. Additional information was received from the patient (pt). They reported that the waist support that held their charging device broke and now they had difficulty holding the charging paddle firmly against the battery. Pt reported they needed another holder.

Manufacturer narrative:
Continuation of d10: product ID m943899a lot# serial# unknown, product type accessory product ID 97745nt lot# serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.